Event description:
Patient states the tip of the catheter was split and caused the patient some discomfort. Patient said a smear of blood came out but after that time everything was ok. Patient didn't seek medical attention because a patient's family member is a nurse and they checked the patient and everything looked fine. The bleeding had stopped. Patient said they use one catheter for two to three days. Patient kept catheter to return.